Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 220 mg/dl. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the infusion set tubing. Customer changed pump supplies and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.